Manufacturer narrative:
The device was received with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the caps. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponge was found fully separated from minicap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.